Event description:
It was reported that a patient underwent a procedure at c5-c7 using a cervical plate and screws. Sometime post-operatively, the patient underwent a revision surgery due to the right c7 screw backing out. During the screw removal, it was noticed that the right locking ring was missing from the construct but could not be found in the patient. The revision surgery was completed without replacing c7 screws due to the missing locking ring on the plate. The patient reportedly "had dysphagia due to screw back out." No further incident was reported. No further patient complications were reported.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device (catalog # 9790045, 510k # k061274) was cleared in the united states. Explant date is unknown. (B)(4). (Migration of device or device component). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.